Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable results for multiple assays for four patient samples. The samples were tested on a cobas 8000 c 702 module for the clinical chemistry assays, a cobas 8000 cobas c 502 module for the ck assay, and on a cobas 8000 cobas ise module (double) for the ise indirect na, k, ci for gen.2 assays. (B)(6). None of the discrepant results were reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found there was possibly a clotted sample as the alarm trace for all three involved analyzers had abnormal aspiration errors when the sample was tested. He verified all probes, rinse nozzles, and wash wells were clean and adjusted properly. He checked all pressures and valve adjustments. The customer verified all qc was running within specifications and aspiration alarms had not reoccurred

Manufacturer narrative:
The investigation found the root cause for the event was a mis-sampling caused by an insufficient aspirated sample volume due to non-reactive material such as needle lubricant from the blood collection device or fibrin floating in the sample. The alarms in the provided analyzer alarm trace confirm this finding. Follow up confirmed the issue was resolved by the service visit.